Manufacturer narrative:
The pump passed the displacement test and self test. No pump error 53 alarm or partial display during testing. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found two pump error 53 alarm (file number: 306, line number: 691) on 06/11/2024 at 10:35:08.000 and 10:46:00.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Pump error 53 alarm found in the pump history, problem isolated to the electronic assembly. Partial display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). Troubleshooting was performed and later it was declined. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a partial display. The customer inserted a new fully charged battery and the display did not return to normal or self test failed. The customer reported receiving a pump error. The customer was able to clear the error and complete the rewind if requested. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.